Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation consistent with explant damage and melt marks in the outer insulation consistent with explant electrocautery damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. In conclusion, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that loss of atrial capture due to high capture threshold was discovered during a routine follow-up. Subsequently, the patient underwent a revision procedure, and this ra lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
To date, this lead has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that loss of atrial capture due to high capture threshold was discovered during a routine follow-up. Subsequently, the patient underwent a revision procedure, and this ra lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.